Manufacturer narrative:
The reported events of sensing noise, insulation damage and low pacing impedance were confirmed. A partial lead with the connector portion measuring 19.3 cm was returned for analysis. External insulation abrasion was noted at 15.9 cm to 16.0 cm from the connector portion consistent with lead friction to the device can. The outer insulation was breached at this location exposing the outer coil.

Event description:
New information noted that the patient's right ventricular lead also exhibited low pacing impedance values.

Event description:
New information noted that additional episodes of noise were observed that was being over-sensed resulting in pacing inhibition. It was noted that the patient is pacer dependent and experienced bradycardia due to the lack of pacing. The lead was capped and replaced on (B)(6) 2020. The patient's condition was stable throughout the event.

Event description:
New information noted that the patient's right ventricular lead was capped due to an insulation anomaly.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for a follow-up in clinic, brief right ventricular lead noise episodes were observed. Programming changes were made and there were no patient consequences.